Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed some error at the time of rewind. The customer¿s blood glucose level was 130 mg/dl. The customer was unable to finish rewind process. The insulin pump will not be returned for analysis.